Manufacturer narrative:
The user facility reported that the tip of the device appeared to be missing intraoperatively. The missing piece was not located inside the shoulder and x-rays did not reveal the missing component. F/u with the user facility was conducted in an effort to evaluate the failed device, but the user facility stated that they would not be returning the device. Therefore, no investigation was performed and a root cause to the failure could not be identified.

Event description:
It was reported that a rf probe malfunctioned during surgery.